Manufacturer narrative:
(B)(4). Returned product evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found; the plunger action is still not completely free to move. One of them will not draw insulin at all. These syringes may have been used more than once and the insulin has dried in the very small ID of the needle and has blocked the needle. Root cause: user mechanical stress. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4).

Event description:
Pharmacist called and states that have a patient who gets leader syringes cin (B)(4). A few times she has called and said she has a couple syringes that won't draw up insulin. This time I got the lot number and she gave me a few of them. They do not draw up anything. The plunger works but it is as if the needle does not have a hole. I tried speaking with customer service because I thought it may be a quality control issue but all I could get from her was a mra . I think this is a recurring issue but the customer service was not getting it. We were able to make contact with the pharmacist. She stated that the distributor issued an mra for her to return the defective syringes to them and she sent the products out on (B)(6) 2018.